Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 7.5 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was 12 mm in length, 19 mm in diameter at the renal arteries, focal plaque, and the proximal aortic neck angulated, 75 degree. It was reported that the final angiogram revealed a proximal type I endoleak. The physician performed additional modelling of the stent graft with a balloon however the proximal type I endoleak did not resolve. Per the physician the cause of the proximal type I endoleak was related to the patient's anatomy; specifically, focal plaque and angulation of the proximal aortic neck. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Film evaluation summary; the exact cause of the proximal type I endoleak observed during implant could not be determined from the limited film provided. CT¿s prior to implant were not available and the pre-implant anatomy could not be assessed, and additional films during implant were also not provided. A single returned still angiogram during implant revealed that the bifurcate had been implanted just below the left renal artery within the severely angulated neck. Between the first and second covered stent, the bifurcate suprarenal stents and proximal covered stent were acutely angulated ~60 deg rt-lt relative to the flow divider, which resulted in a proximal type I endoleak along with significant stent graft od compression (~30%) between the 1st and 2nd stents. It appears likely that implanting within the severely angulated neck led to the proximal type I endoleak. The reported short and plaque filled neck also likely contributed to the endoleak. Off-label, unapproved or contraindicated use due to neck angulation. If information is provided in the future, a supplemental report will be issued.